Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, cause of the reported event is likely due unexpected stress which was applied to the esophagus during the procedure or, the patient had health history of hypertension, asthma and reflux. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information provided by the customer: the patient choked on chicken and pasta at lunch. Despite the food being stuck she continued to eat large amounts of chicken and pasta. Later that evening she presented to the emergency room (ER) after feeling like the food still had not passed. The physician and the certified nurse anesthetist (crna) were able to evaluate the patient in the ER. The patient was then brought over to the endo department for esophagogastroduodenoscopy (egd) with food bolus removal. Based on the large amount of food the patient had eaten it took the physician an hour to retrieve all of the bolus and help it pass through the esophagus. Estimated blood loss (ebl) was less the 25cc. Pt was admitted for observation. Later that evening, she was transferred for possible perforation of the esophagus. The diagnosis was that the perforation was only partial thickness. After a few days she was discharged to home with no surgery needed.

Manufacturer narrative:
This report is being updated to provide corrected data and additional information reported by the customer.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. The user's complaint was not confirmed. Olympus performed a functional inspection on the received condition and was unable to replicate the user's experience. The customer did not return any accessories with the complaint device, so, a test auxiliary water tube (mh-974) was used for the inspection. Olympus securely connected the water tube to the inlet on the scope connector of the complaint device and proceeded to test the functionality of the water being fed through the auxiliary channel. The water flow through the auxiliary channel is normal, and there is no leakage from the inlet on the scope connector. Additionally, the auxiliary water inlet is not loose. The IFU for this model device cautions the following (related to the reported issue): "if the auxiliary water inlet cap is not attached to the auxiliary water inlet on the endoscope connector, attach the fitting ring of the cap to the auxiliary water inlet on the endoscope connector. "Note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place. Backflow of contaminated material may occur, and equipment damage or patient injury may result. "If the auxiliary water channel is used for feeding water, never disconnect the auxiliary water tube during an examination; leave it attached until the endoscope is precleaned. If the auxiliary water tube is detached before precleaning, water remaining in the auxiliary water channel may be spilled on the surrounding equipment. This could cause damage to and/or malfunction of the equipment. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been reported by the importer on MDR# 2951238 - 2021 - 00412.

Event description:
It is reported by the customer, during an esophagogastroduodenoscopy (with food bolus removal) (egd) procedure using an evis exera iii gastrointestinal videoscope, about midway through the procedure, blood started coming out of the auxiliary water inlet and onto the tower. The procedure lasted about an hour. At first there was no issue during the procedure while removing a blockage in the patients esophagus. A roth net was being used to "grab" some of the food bolus. After removing part of the food bolus, the roth net was rinsed with sterile water to remove some of the particles. All scope connections were checked in an attempt to determine if something was loose and nothing was. The scope passed the leak test and was disinfected according to protocol. Four to six hours after the procedure, the patient complained of pain. A post procedure a perforation was found in the esophagus of the patient. The patient was sent to a different facility for treatment. It is not known what treatment the patient required as a result of the perforation. The patient's current condition is unknown. The customer was unable to determine if the scope caused the issue or if it was the blockage that caused the issue. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.